Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 15 mg/ml of bupivacaine at 4.992 mg/day and 6 mg/ml of morphine at 1.9970 via an implantable pump. On (B)(6) 2017, it was reported that a critical alarm was heard coming from the patient's pump on (B)(6) 2017. The patient began to complain of back pain on (B)(6)2017. The patient was to follow-up with their pain hcp. Additional information was received on (B)(6) 2017. It was reported that the pump experienced several motor stalls. According to the hcp, the pump motor stalled for 21 hours on (B)(6) 2017 until (B)(6) 2017 for 2 hours on (B)(6) 2017, and for 15 hours from (B)(6) 2017 to (B)(6) 2017 with no recovery. The patient was seen again in the hcp's office on (B)(6) 2017 for increased back pain during which telemetry revealed the motor stalls. The cause of the critical alarm occurring on (B)(6) 2017 was unknown, but the hcp stated that the patient's back pain was probably related to the critical alarm. It was reported that the pump "turned to kvo" as an action taken to resolve the pump alarm. On (B)(6) 2017, additional information was received from the hcp. It was reported that the first pump motor stall occurred on (B)(6) 2017. The hcp also clarified that the pump was placed in kvo, meaning minimum rate. No device explant was planned due to the patient's age. No further complications were reported.